Event description:
It was reported that during an unknown procedure, the first shot was made with no problem and the cartridge is discarded. The second cartridge couldn´t be used because, it was not possible to mount it and close the stapler due to a few loose screws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Detached/missing bearing. Batch # m52c1h, the analysis found that one ntlc75 device was returned with the saddle pin loose and both bearings missing from the saddle pin, both bearings were not returned. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.